Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had past events such as tremors when they had to turn the device off for tests as well as phemonia since (B)(6) which was not related to the implant. It was stated that the patient needs a bone scan for follow-up from osteoporosis 3 years prior to date notified, and noted that they did turn off the implant in the (B)(6) timeframe for endoscopy and their dystonia kicked in, head bobbed, and arms started to flail. The patient is also left with restricted lung disease and numenitis, working with non-invasive nebulizer and has a ventilator similar to oxygen to help them breathe. Follow up information received from the healthcare provider (hcp) on (B)(6) reported that the patient was advised not to turn their device off unless indicated in accordance with the manufacturer, and that there are no tremors, head bobbing, or arms flailing when the device is on. Indication for implant is dystonia and movement disorders. Additional information was received from a patient. It was reported hat when an anesthesiologist gave the patient general anesthesia, the previously reported symptoms slow stopped after 6 seconds. It was also stated that the previously reported symptoms have been resolved as the patient programmer was used to turn the device back on after the endoscopy. The patient also reported that he has an appointment with his health care provider (hcp) on (B)(6) for "fine tuning". The patient also confirmed that he will speak with the hcp about if there will be any procedure, in the future, in which the stimulation would need to be turned off. Additional information was received from the patient. It was noted the patient was unable to turn off the implant because their right arm went to focal seizure and their head bobs. The patient went to see their healthcare provider (hcp) on(B)(6). It was reviewed their ins was getting low and they were replacing it soon. This was noted as normal battery depletion. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the patient was scheduled for a follow-up appointment on (B)(6) 2017 to discuss need for an ins replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the symptoms was his dystonia. Focal seizures had not been reported to the hcp, however the other symptoms were resolved through turning on their ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did not recall when they first started experiencing the focal seizures or the circumstances that led to the issues. The patient also did not recall if they notified their managing physician or if the seizure/head bobbing issues had been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
The previous regulatory report for this product line item had an aware date of 2018-01-12. The aware date of 2017-01-12 is incorrect and was sent in error. If information is provided in the future, a supplemental report will be issued.